Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the abdomen, which is off label usage of the device on (B)(6)2025. The patient¿s skin was prepped with alcohol prior to sensor insertion. On (B)(6)2025, the patient experienced itching, burning, a rash, redness, inflammation, blisters, dry skin, and scarring under the entire patch area. There was no report of treatment other than the patient keeping the area clean and dry. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.